Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation was required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
Doctor reported that the intraocular lens (iol) was explanted from the patient¿s left eye because they were experiencing intolerable halos and glare. There was no capsule tear, unplanned vitrectomy, sutures, or medication outside the standard of care. The symptoms were reported to be debilitating to the patient because they¿re unable to drive during the day or evening. The replacement iol is different than the explanted lens. The replacement is model diu225 and 23.50 diopter. Reportedly, the patient is much happier post-operation as they no longer have exploding lights. No further information was provided.